Event description:
An audible critical alarm regarding a "zero ml reservoir volume being reached" was reported. The alarm was confirmed by telemetry. A motor stall was also confirmed. The pump logs indicated both a motor stall, and a motor stall recovery. It was noted that the pt did not have an MRI, nor was around any other magnetic fields. No pt symptoms were indicated. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were also not reported. Additional info has been requested, but was not available as of the date of this report.